Event description:
It was reported that while using bd plate sabouraud dextrose agar mold contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "according to the customer's report, mold was found on the media."

Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used as a default. Investigation summary: 251180-lot#1229660. The complaint was confirmed as the reported defect on a returned sample. The issue was contamination. No issue in DHR. No issue in retention. No trend. We will continue to monitor the trend this issue.